Manufacturer narrative:
The allegation in the complaint could not be verified because the product sample was not available for further evaluation, in addition, the device history record of the product involved in the incident could not be reviewed since the product lot number was not provided. According to the IFU the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. There is no additional information provided in the complaint that would help to determine if the patient is allergic to bovine derived material. Our products do not contain alcohol as a raw material. Given the information provided, a root cause determination is not possible.

Event description:
A facility reported that on (B)(6) 2021, duragen (ID (B)(4)) was used for a case of cerebrospinal fluid (csf) leakage. On (B)(6) 2021, an allergic reaction (swelling on the skin) was noted and patient was given medication. The patient is originally allergic to alcohol and the like. No further information was provided.

Manufacturer narrative:
The allegation in the complaint could not be verified because the product sample was not available for further evaluation, in addition, the device history record of the product involved in the incident could not be reviewed since the product lot number was not provided. According to the IFU the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. There is no additional information provided in the complaint that would help to determine if the patient is allergic to bovine derived material. Our products do not contain alcohol as a raw material. Given the information provided, a root cause determination is not possible.

Event description:
A facility reported that on (B)(6) 2021, duragen (ID (B)(4)) was used for a case of cerebrospinal fluid (csf) leakage. On (B)(6) 2021, an allergic reaction (swelling on the skin) was noted and patient was given medication. The patient is originally allergic to alcohol and the like. No further information was provided.